Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. There was no cosmetic damage noted.

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose on (B)(6) 2016. Customer has been having low blood glucose and her blood glucose was over 40 mg/dl at the time of the incident. Customer's current blood glucose is 241 mg/dl. Customer treated with a glucagon shot. Customer has been experiencing low blood glucose for 5 days. Customer stated that she was waiting to have a cat scan but she bottomed out. Customer woke up in the morning with high blood glucose. Customer corrected for the high reading in the morning. Customer stated that she ate after she visited her endocrinologist and made a correction bolus. Customer had hypoglycemia and was given sugar water than the IV. Customer was given glucose gel by the emergency medical services. Customer was wearing the pump at the time of the hospitalization. Customer stated that she does not have a computer and could not upload the pump to carelink.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.